Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flashing and it was not giving enough insulin anymore. The customer¿s blood glucose level was 244 mg/dl at the time of the incident. The customer also reported that the insulin pump display was flashing red. The customer was assisted with troubleshooting. The customer was declined to troubleshoot for high blood glucose level. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.